Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in the tortuous, heavily calcified transverse sinus, resistance was met while advancing the omnilink stent delivery system, and the stent dislodged in the vena cava. The sds was removed and a non-abbott 8f guide catheter was inserted over the dislodged stent. The omnilink sds was reinserted through the stent and the balloon was inflated trapping the stent in the guide. The sds, dislodged stent and guide catheter were removed from the anatomy as one unit. An rx acculink stent was successfully deployed. There was no adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been received for evaluation of an inoperable channel select key, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with channel a failure, serviced confirmed channel a failure due to channel select key inoperable. The incident occurred during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump and confirmed the customer reported condition of "channel a channel select button does not work" due to fluid ingression found on the channel a channel select button. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.